Event description:
Caller reported a malfunction on the pump, which did not lead to any adverse impact on their blood glucose level. Technical support provided instructions for resetting the pump, and assisted the caller in this task. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and contact support again if the issue returned.